Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain readings. As a result, the customer experienced unspecified hyperglycemia symptoms and was unable to self-treat. The customer was provided with novorapid insulin injections by the healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain readings. As a result, the customer experienced unspecified hyperglycemia symptoms and was unable to self-treat. The customer was provided with novorapid insulin injections by the healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly and broken snaps was observed. Observed broken snap causes poor connection between the rubber contacts and pcb (printed circuit board) contacts, which might be caused the sensor plug to be unable to form a proper seal. An extended investigation was performed. The returned sensor was de-cased and visual inspection was performed on the printed circuit board assembly (pcba) and contamination due to liquid ingress was observed the sensor scanned on the evaluation module (evm), reprogramed and activated successfully. The battery's voltage measured to be with in specification range . The device successfully passed the sim vivo test, confirming the proper functioning of its electronics, with satisfactory cntr and poise voltage readings, indicating the sensor was providing accurate glucose readings. The sim vivo test further validated the functionality of the electronics on the printed circuit board assembly (pcba). However, the presence of broken snaps was identified as the root cause of inadequate connectivity of the rubber contacts on the pca. This failure allowed liquid ingress, ultimately compromising the device's operation. The conclusion drawn is that liquid ingress causes the sensor to stop functioning properly; therefore, this issue is confirmed to broken snaps. All pertinent information available to abbott diabetes care has been submitted.